Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Blood glucose was not impacted. During troubleshooting, the customer was able to clear the alarm and successfully resumed insulin therapy.

Manufacturer narrative:
Device not returned.